Manufacturer narrative:
The exact date of the procedure is unknown. The event date was reported by the physician as "late (B)(6) 2015." The date of (B)(6) 2015 was selected as the date of the event for the purposes of this report. If the actual date of the event is made available, a follow-up report will be submitted with the corrected information. Placeholder.

Event description:
This was a peripheral vascular procedure to treat chronic occlusion in the sfa. A turbo elite was used to ablate the occlusion. It was reported by the physician to a spectranetics employee that a distal embolization occurred during the procedure. The patient was treated with anticoagulants and discharged per operative plan.